Event description:
It was reported that an asymptomatic patient presented in clinic after receiving inappropriate therapies. The device diagnosed vt as a result of two consecutive pvcs. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.